Event description:
The customer stated that she tested her blood glucose and received readings of 198 and 94 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. Troubleshooting showed the system to be operating as designed, so no product will be returned for evaluation.